Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2022. The patient became incoherent, followed by a loss of consciousness and emergency medical technicians (emt) were called. Their bg was checked and it was 611 mg/dl. The emergency medical service transported the patient to the hospital and he was admitted for diabetic ketoacidosis, a urinary tract infections (uti), and sepsis. The patient was treated with unspecified medication. At an unspecified time during the event, the cgm was displaying 124 mg/dl while the cgm was displaying 323 mg/dl. Once their values were stable, the patient was discharged from the hospital on (B)(6)2023. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator during the adverse event. The reported glucose values fall within the c zone of the parkes error grid for post treatment. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient became incoherent and emergency medical technicians were called. The patient was transported to the hospital and when they arrived at the hospital, their bg was checked and it was 611 mg/dl. The patient was in diabetic ketoacidosis and sepsis. The patient was treated with unspecified medication. At an unspecified time during the event, the cgm was displaying 124 mg/dl while the cgm was displaying 323 mg/dl. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.